Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes') in an adult female patient who had essure (batch no. B71760, sc000e5-not valid) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida and parity 3. Previously administered products included for prevent pregnancy: mirena from 2008 to 2009 and depo-provera; for an unreported indication: micronor. Concurrent conditions included vaginal bleeding. Concomitant products included caffeine;paracetamol (excedrin), topiramate and zolmitriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("pain/ abdomen pain/ abdominal pain") and ovarian cyst ("reproductive system disorders: ovarian cysts/ reproductive system disorders or condition- type of disorder or condition: ovarian cysts"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, migraine and ovarian cyst outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, migraine and ovarian cyst to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2014. The plantiff claims essure worsened a previously existing injury/condition. Successful placement on right, 5 coils. Successful placement on left, 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-aug-2019: quality-safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes') in an adult female patient who had essure (batch no. B71760, sc000e5-not valid) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida and parity 3. Previously administered products included for prevent pregnancy: mirena from 2008 to 2009 and depo-provera; for an unreported indication: micronor. Concurrent conditions included vaginal bleeding. Concomitant products included caffeine;paracetamol (excedrin), topiramate and zolmitriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("pain/ abdomen pain/ abdominal pain") and ovarian cyst ("reproductive system disorders: ovarian cysts/ reproductive system disorders or condition- type of disorder or condition: ovarian cysts"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, migraine and ovarian cyst outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, migraine and ovarian cyst to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2014. The plantiff claims essure worsened a previously existing injury/condition. Successful placement on right, 5 coils. Successful placement on left, 4 coils. Right: lot number: sc000e5. Left: lot number: b71760. Most recent follow-up information incorporated above includes: on 12-aug-2019: update of information (batch is not valid). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes') in an adult female patient who had essure (batch no. B71760, sc000e5-not valid) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida and parity 3. Previously administered products included for prevent pregnancy: mirena from 2008 to 2009 and depo-provera; for an unreported indication: micronor. Concurrent conditions included vaginal bleeding. Concomitant products included caffeine;paracetamol (excedrin), topiramate and zolmitriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced the first episode of abdominal pain ("pain/ abdomen pain/ abdominal pain") and ovarian cyst ("reproductive system disorders: ovarian cysts/ reproductive system disorders or condition- type of disorder or condition: ovarian cysts"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines/headaches"), pelvic pain ("pelvic pain / chronic") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, migraine, ovarian cyst, pelvic pain and the last episode of abdominal pain outcome was unknown. The reporter considered fallopian tube perforation, migraine, ovarian cyst, pelvic pain, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2014, (B)(6) 2014 the plantiff claims essure worsened a previously existing injury/condition. Successful placement on right, 5 coils. Successful placement on left, 4 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Events pelvic pain / chronic and abdominal pain added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes') in an adult female patient who had essure (batch no. B71760, sc000e5) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted". The patient's medical history included multigravida and parity 3. Previously administered products included for prevent pregnancy: mirena from 2008 to 2009 and depo-provera; for an unreported indication: micronor. Concurrent conditions included vaginal bleeding. Concomitant products included caffeine;paracetamol (excedrin), topiramate and zolmitriptan. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("pain/ abdomen pain/ abdominal pain") and ovarian cyst ("reproductive system disorders: ovarian cysts/ reproductive system disorders or condition- type of disorder or condition: ovarian cysts"). In (B)(6) 2018, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines/headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed in (B)(6) 2018. At the time of the report, the fallopian tube perforation, migraine and ovarian cyst outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, fallopian tube perforation, migraine and ovarian cyst to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2014, (B)(6) 2014. The plantiff claims essure worsened a previously existing injury/condition. Successful placement on right, 5 coils. Successful placement on left, 4 coils. Right: lot number: sc000e5. Left: lot number: b71760. Most recent follow-up information incorporated above includes: on 29-jul-2019: plaintiff fact sheet and medical records received : incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- migraine, abdominal pain, fallopian tube perforation, ovarian cyst, device monitoring procedure not performed. Outcome of event ¿abdominal pain¿ updated to ¿recovered / resolved¿. Severity of event ¿abdominal pain¿ updated. Insertion and removal dates updated. Concomitant and historical products added. Reporter information, product indication, patient details updated. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.